Event description:
It was reported that the 980 ventilator had no record of the extended self testing (est) being performed after boot-up. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had no record of the extended self testing (est) being performed after boot-up. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed and replicated the reported issue. To solve this issue, sp replaced the mix controller pcba. Due to additional diagnostic codes for mix -5v oor, mix-12v supply oor, atmosphere press oor, pi 3.3v oor (operational out of range), sp replaced the direct current (dc)-dc converter pcba (printed circuit board assembly) per the service manual. The unit then failed full est for buv (backup ventilation) in inspiratory. To solve this issue, sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The ventilator passed all the required tests and calibrations as per the service and repair manual. The components have been returned and analysis performed. Additional medwatch report will be submitted once the full investigation is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: updated due to additional part evaluations medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had no record of the extended self testing (est) being performed after boot-up. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed and replicated the reported issue. To solve this issue, sp replaced the mix controller pcba. Due to additional diagnostic codes for mix -5v oor, mix-12v supply oor, atmosphere press oor, pi 3.3v oor (operational out of range), sp replaced the direct current (dc)-dc converter pcba (printed circuit board assembly) per the service manual. The unit then failed full est for buv (backup ventilation) in inspiratory. To solve this issue, sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The ventilator passed all the required tests and calibrations as per the service and repair manual. One ifm pcba was returned for further analysis: a visual inspection of the returned ifm blind mate pcba was conducted and it was noted that p8 connector on the printed circuit board assembly had 4 pads/lands and circuit damage. The connector was pushed upwards away from the pins. No functional testing was able to be performed. One dc-dc converter pcba was returned for further analysis: the returned part was attached to the failure investigation test ventilator for analysis. The fi testbed powered up normally but upon completion of power up a distinctive clicking sound was noted. The board was removed and upon further analysis the pcba was discovered to have a 5.5 ohm. C81 was found to be defective. The ventilator response to a c81 failure would be loss of ventilation if this were to occur on a patient. This issue is associated with an internal investigation one mix controller pcba was returned for further analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced mix controller pcba did resolve the issue in the field; however, the returned mix controller pcba was analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. Further action is not required; the event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.